Event description:
It was reported, the physician abandoned the trial procedure after he felt a wet tap. Patient was advised to lay down flat to avoid exhibiting any symptoms. The patient did not exhibit any symptoms and was released.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.